Manufacturer narrative:
This follow-up MDR is created to document the corrected date of birth and the evaluation of the returned device. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot. A titan pump, two cylinders and a reservoir were received for evaluation. Examination and testing of the returned components revealed a separation in the pump bulb near the adhesive line. Testing revealed this to be a site of leakage. Microscopic examination of surfaces revealed them to be rough and irregular, indicating stress was exerted. Not all testing could be completed on the pump due to this separation. An aneurysm was noted in the bladder of cylinder 2. Testing revealed this to not be a site of leakage. Abrasion was noted on all tubes of the pump. No functional abnormalities were noted with cylinder 1 or the reservoir. Based on examination of the returned product, it was concluded that while in-vivo all pump tubing had overlapped and abraded against one another. The rough and irregular surfaces of the separation in the pump bulb indicates that sufficient stress was most likely exerted on the pump to separate the site while in-vivo. A separation of this type would then allow the loss of fluid, making the device inoperable. In addition, it was concluded that while in-vivo enough pressure may have been exerted to result in an aneurysm on the bladder of cylinder 2. However, this is not a site of failure.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming reports and CAPA review. No trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, a hole in the pump was reported. Another implantable device was used to complete the procedure.